Manufacturer narrative:
No related complaint received with return of device. Failure observed during analysis. A partial lead with the distal portion measuring 48.6cm was returned for analysis. External insulation abrasion was noted at 32.4-32.5cm from the distal tip, consistent with lead friction to the suture sleeve. The silicone insulation was intact at this location. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.